Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. On (B)(6) 2017, user accidentally entered a low bg value by mistake in place of their carbohydrate intake. User made bolus requests without entering current bg level and still having insulin on board (iob). User requested two "tubing fill" processes on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. The user's blood glucose (bg) level ranged from 40 mg/dl to 400 mg/dl. The user addressed the elevated bg level with a bolus as well as water and the low bg by consuming carbohydrates (carbs). Reportedly, at times, the user was unable to get the carbs on their own and someone had to get the carbs for them. It was confirmed that the user had an alternate method of insulin delivery available.